Manufacturer narrative:
E2/e3, non-healthcare professional, no. Follow up is in progress to obtain additional information from the customer regarding the event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, the camera head image was defective, the image was interrupted. No reports of patient harm.

Event description:
This report is being supplemented based on additional information provided by the completed investigation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that due to deformation of coupler unit, the image was out of the standard. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.